Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (was unable to charge battery pack) was confirmed. Upon investigation the battery charger was unable to charge or recognize a battery pack. The failure was due to contamination throughout the unit. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.